Manufacturer narrative:
Concomitant medications: adalat oros 20mg 0-0-1, lisinopril/hidroclorotiazida 20/12,5 0-1-0, omeprazole 20 1-0-0, zyloric 100mg 1-0-0, adiro 100mg 0-1-0, results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated two videos obtained during the procedure on (B)(6) 2014 show that the right ipsilateral limb appears to be patent. The axial image illustrates that the right ipsilateral limb appears to be occluded. The right hypogastric artery appears to be occluded. The proximal aspect of the right external iliac artery appears to be occluded. The distal aspect of the right external iliac artery appears to be occluded. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoprosthesis occlusions.

Event description:
On (B)(6) 2014, a patient with an iliac aneurysm was treated with bilateral gore® excluder® iliac branch endoprostheses. On (B)(6) 2014, the patient underwent a femoral to femoral artery bypass surgery because the right side of the gore® excluder® iliac branch endoprostheses was thrombosed and fully occluded. The patient tolerated the procedure. On (B)(6) 2015, it was learned from the post-implantation images provided that the gore® excluder® aaa endoprosthesis featuring c3® delivery system trunk ipsilateral leg component was also thrombosed.

Manufacturer narrative:
(B)(4). Correction: results code 2: the imaging evaluation stated there are two (2) videos available on the imaging services shared drive that where obtained during the procedure on (B)(6) 2014. These videos show that the right contralateral limb appears to be patent. The axial image illustrates that the right contralateral limb appears to be occluded. The right hypogastric artery appears to be occluded. The proximal aspect of the right external iliac artery appears to be occluded. The distal aspect of the right external iliac appears to be occluded.

Event description:
On (B)(6) 2014 a patient with an iliac aneurysm was treated with bilateral gore® excluder® iliac branch endoprostheses. On (B)(6) 2014 the patient underwent a femoral to femoral artery bypass surgery because the right side of the gore® excluder® iliac branch endoprostheses was thrombosed and fully occluded. The patient tolerated the procedure. On (B)(6) 2015 it was learned from the post-implantation images provided that the gore® excluder® aaa endoprosthesis featuring c3® delivery system trunk ipsilateral leg component was also thrombosed. On (B)(6) 2015 it was noted on the images that the contralateral side was occluded.

Manufacturer narrative:
Additional device information: (B)(4).

Manufacturer narrative:
.

Event description:
On (B)(6) 2014 a patient with an iliac aneurysm was treated with bilateral gore excluder iliac branch endoprostheses. On (B)(6) 2014 the patient underwent a femoral to femoral artery bypass surgery because the right side of the gore excluder iliac branch endoprostheses was thrombosed and fully occluded. The patient tolerated the procedure. On (B)(6) 2015 it was reported from the post-implantation images provided that the gore excluder aaa endoprosthesis featuring c3 delivery system trunk ipsilateral leg component was also thrombosed. However on (B)(6) 2015 the imaging evaluation was corrected, and the trunk-ipsilateral leg component was not identified as being thrombosed.